Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and manufacturing representative reported that there was an elective replacement indicator (eri). There was an allegation/dissatisfaction with the implantable neurostimulator (ins) longevity. The patient stated that it had only been 3 months. Longevity calculation was performed with the settings of 7.5 volts, 40 rate, 450 pulse width, ++++--, 24/7 use, and 290 vs 1000 ohms. The e stimate was 16 months. The trial amplitude was around 4 volts and the lead was removed and new lead was implanted. The current ins voltage was at 2.71 volts and the ins was not currently on. Troubleshooting included "attempted to work through with the technicians." When the patient was asked if the eri was related to normal battery depletion the patient responded "I don't know. It seems that the device should have lasted longer than 4 months." Actions and interventions taken to resolve the eri included programmed by the technicians and restarted the system. Relevant medical history includes: arachnoiditis, spinal pain.

Event description:
Additional information received via the patient's attorney reported the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator.

Manufacturer narrative:
(B)(4). It was further determined it was the healthcare provider who made the statement the device should have lasted longer than 4 months and not the patient.

Event description:
When the healthcare provider (hcp) was asked if the eri was related to normal battery depletion the patient responded "I don't know. It seems that the device should have lasted longer than 4 months." Actions and interventions taken to resolve the eri included programmed by the technicians and restarted the system.